Event description:
It was reported that an occlusion alarm occurred multiple times. System check was performed, and no issues were identified. Customer changed the pump supplies, but issue persisted. The customer reverted to an alternate method of insulin therapy. There was no reported impact to customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.